Manufacturer narrative:
(B)(4). Product evaluation indicated that there was no malfunction of the device. Most likely underlying root cause of malfunction noted in the complaint: user has high glucose value. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/14/2014).

Event description:
Consumer complaint of blood resulting reading of "hi". Performed blood glucose test at the time of the call, resulting in hi and hi. Customer states that her normal range is 90 mg/dl to 170 mg/dl. Reviewed the last five blood results in the meter memory: hi on (B)(6) 2014 at 11:07 pm; hi on (B)(6) 2014 at 10:58 pm; hi on (B)(6) 2014 at 10:56 pm; 214mg/dl on (B)(6) 2014 at 2:14 pm; 90mg/dl on (B)(6) 2014 at 8:29 pm. No adverse event reported.